Event description:
It was reported that this right ventricular (rv) lead had high pacing thresholds. A lead revision was performed, however the high pacing thresholds persisted after pocket closure. A new rv lead was successful placed, no additional adverse patient effects were reported.